Event description:
Customer reported a motor error that occurred during a bolus three times. The blood glucose reading was 543 mg/dl. Customer stated that the insulin pump was not exposed to a strong magnetic field or MRI. He stated that he was able to complete the rewind sequence. Nothing further was reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.